Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft1059 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the connection between the catheter and the catheter connector was loose. Therefore, the catheter was unable to be connected to the catheter connector tightly. It was further reported that another kit was used to complete the procedure. There was no reported patient injury.